Event description:
It was reported that during a spinal cord stimulation system implant today, the healthcare professional (hcp) had tried 3 sets of leads total today. It was stated that he first two sets were 75cm vectris leads. It was reported that when the first set was tested in the implantable neurostimulator (ins), the first 3 proximal contacts showed >10,000 ohms. It was stated that those contact impedances remained high when the lead was placed in the other channel of the header block. It was stated that the hcp used a second set of 75 leads and some of the contacts were >10,000 ohms again. It was stated that the caller tested these leads in a multi lead trialing cable (mltc) and received the same result. It was stated that the hcp tried a third set of leads, a 60 cm set, and contacts 1-6, 10, 11, and 15 were all >10,000 ohms in the ins and the mltc. It was stated that the set screw was tightening normally and the caller thought the contacts were all fully seated in the ins header block. It was noted that the caller was in a procedure with the patient under anesthesia so follow up was requested but not available at the time of this report. Additional information received reported that the manufacturer¿s representative asked for assistance with setting up a protocol for his team regarding high intra-operative impedances. It was stated that when the patient was ¿flipped over¿ in recovery and impedances were checked, they came back normal. It was reported that the patient had good stimulation coverage and results. Additional information received reported the patient¿s name, hcp name and device model/serial number information. It was reported that leads 977a275 ((B)(4)) and 977a275 ((B)(4)) had high impedance and were removed from the patient. It was reported that lead 977a260 ((B)(4)), lead 977a260 ((B)(4)) and battery 97714 ((B)(4)) were implanted in the patient. It was reported that the high impedance was resolved and the patient had good therapy. Additional information received reported that the device was returned. Additional information received reported that three leads and a bumpy anchor were returned to the manufacturer. No additional information received.

Manufacturer narrative:
Analysis of leads (B)(4) found no anomaly. It was reported that normal impedances were measured on all circuits and electrode pair combinations when each lead was connected to a known good screening cable connected to an external neurostimulator (ens) with the distal end of the leads placed in a 0.9% saline solution.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), product type lead; product ID 977a275, serial # (B)(4), product type lead; product ID 977a275, serial # (B)(4), product type lead; product ID 97791, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.